Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted h6: patient code - 3191 no code available: fractured segment was in patient, however, was removed. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record and shipping inspection record of the involved product code/lot# combination was conducted with no findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. - attachment: [mw5079688.pdf]

Event description:
Terumo medical received an FDA medwatch report # mw5078309 on september 26, 2018. The event description states the following: while attempting to remove an ivc filter, the guidewire broke and it was successfully removed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to 1) provide additional patient information in patient identifier, age , sex, weight, ethnicity, and race, and 2) provide additional event information in description of event or problem. Patient weight: 72.6 kg.

Event description:
Additional information was received on 10/17/18. The procedure being performed was the removal of an inferior vena cava filter. It was noted during the procedure that the wire had become broken. The wire was removed through femoral access. The patient recovered from the anesthesia and was in stable condition. The procedure outcome was successful and the broken wire was successfully removed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the medwatch report no. That was reported in the initial report in section b5 and to correct section g3. It was inadvertently reported in the initial report that "terumo medical received an FDA medwatch report # mw5078309 on september 26, 2018", however, the correct statement is "terumo medical received an FDA medwatch report # mw5079688 on september 26, 2018." In the initial report in section g3, health professional and company representative were inadvertently selected, they should not be selected, and other should be selected.

Event description:
Terumo medical received an FDA medwatch report # mw5079688 on september 26, 2018.